Event description:
The physician reported that the neuroform deployed to the lesion. 1 min later, during excelsior insertion process, neuroform slipping down about 4 cm from the lesion. The physician insert smart stent into neuroform to fix it. Procedure completed. The physician reported the pt suffered no adverse effects as a result of the reported event & the pt is satisfactory & good.

Manufacturer narrative:
The device in question was not returned to boston scientific for further investigation as it was implanted into the pt. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If any further, significant info becomes available, a supplemental report will follow.